Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, femoral loosening, and infection or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported 84 months after a left total knee replacement procedure, the patient underwent a revision procedure to address significant fluid in his knee. The fluid was aspirated and found to have bacteria and diagnosed with acute on chronic periprosthetic left total knee replacement infection. Patient underwent irrigation and debridement and polyethylene exchange. The patient was placed on IV antibiotics. It was noted that the patient was doing ok at his last follow up appointment approximately 5 months post procedure. There were no medical or surgical interventions reported. No additional information is available.

Manufacturer narrative:
Corrected fields: b3, b5, b7, h6 clinical codes additional information fields: a3, d10 d10: (B)(6), 02-010-01-0230 - logic femoral ps cem left sz 3, (B)(6), 02-012-41-3030 - logic tibia traptray cem sz 3f/3t.

Manufacturer narrative:
D10: concomitant devices unknown: the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 34 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, stiffness, limited range of motion, loss of mobility, tissue damage, revision surgery, reconstruction surgery, discomfort, gait impairment, poor balance, difficulty walking, component part loosening, and bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information:please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2024-01474.